Event description:
On (B)(6) I had surgery to move a medtronic paddle lead to achieve better pain management coverage. When the paddle was reimplanted it bent and twisted and ended up in my spinal cord.